Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: territory manager 4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was applied to the patient post heart catheterization. The nurse noticed that a hematoma kept forming and that the balloon on the band kept deflating. The procedure performed was a trci. The estimated blood loss was less than 250cc's. There was no surgical intervention required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-operative. Additional information was received on 10jan2024: it was unknown how many milliliters (ml's) of air were injected into the tr band when it was applied. Other devices used in the access site was glidesheath slender. It was unknown how long after initial inflation the tr-band was noted to be losing air. The patient had a hematoma which required manual pressure and prolonged stay on the day cardiac unit. The approximate size of the hematoma was unknown, and if patient had any weakness, pain or swelling. There was no noticeable damage to the device. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis and 0ml of air was found in left in the balloons. No damage or deformities are noted on the band or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was contacted, and a non-conformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).